Event description:
Boston scientific crm received information that this implantable defibrillation lead exhibited a shock impedance measurements of less than 20 ohms. All other shock impedance measurements were stable at around 55 ohms. No adverse patient effects were reported. Additional information has been provided that this is a device specific issue, not a lead issue.

Manufacturer narrative:
Technical services discussed troubleshooting and reviewing for possible electromagnetic interference (emi). The local area sales representative reported the patient was seen in clinic the following week and shock impedance measurements were acceptable. There was no additional information available on possible emi. The available information suggests this lead remains in service. Should additional information become available this event will be updated. Records indicate this device remains in service. Should additional information become available this report will be updated.